Event description:
Pt sustained hip fracture after a fall. Underwent hip pinning 6/24/95. Pt c/o persistent pain. X-ray taken, which showed 5 screws broken on the 8-hole plate. Pt had to have revision of hip pinning. On 10/13/95. X-ray reviewed leg orthopedic surgeons at rounds questionable hardware failure. Pt's family has broken screws. Heads appear to have broken off. The 3 that did not break were from another lot.